Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Therapeutic range: 3.0 - 3.5 reportedly, the patient is receiving heparin flushes for chemotherapy port once every two (2) weeks. The last flush was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.